Event description:
Does not defrost. Found during testing. Confirmed complaint: pulse assy contaminated and stuck. Leaking valve body o rings. Cleaned and adjusted pulse assembly. Repair order (B)(4). Ll100 multi tip w-tc 900629, e-complaint-(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Does not defrost. Found during testing. Confirmed complaint: pulse assy contaminated and stuck. Leaking valve body o rings. Cleaned and adjusted pulse assembly. Repair order (B)(4). Ll100 multi tip (B)(4) e-complaint (B)(4).

Manufacturer narrative:
Investigation inspect returned samples *analysis and findings (B)(4). Distribution history: this complaint unit was manufactured in 2008. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was contaminated internally. Root cause: internal contamination prevents the unit from operating properly and consistent with the complaint description. The contamination occurs when the device is improperly handled. In particular, the tips are not plugged allowing for some intake of disinfectant getting trapped and eventually migrates to the device. Root cause is being attributed to end user error. Corrective actions the unit was cleaned out, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. *was the complaint confirmed? Yes